Event description:
This event was reported as mitral stenosis secondary to clotted mitral valve prosthesis, other symptoms included fatigue, low grade fever and chest congestion. No further info was provided.